Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause for ua 7 was due to a defective load cell module 2. The cracked front enclosure, top cover, bottom enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front enclosure, top cover, bottom enclosure and bent battery lock were observed likely due to user mishandling such as a drop. These observed physical damages are not related to the reported complaint. The damaged parts needs to be replaced to address the physical damage. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 needs to be replaced to address the ua 7 error. The archive data review showed occurrence of multiple ua 7 error message on the reported event date, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.